Manufacturer narrative:
The technician found a bent latch mechanism. The technician replaced the right foot side rail latch mechanism to resolve the issue.

Event description:
Technician alleged that the right foot side rail will not stay up. No patient impact.